Event description:
The customer reported that following a diagnostic/radiology catheterization procedure on event date, a vasoseal vhd kit size 1 was deployed. Following deployment occlusive pressure was released and a hematoma immediately began to develop. The staff performed immediate occlusive pressure above the puncture site without resolution so another staff member applied pressure below the puncture site also without resolution. The staff applied a femostop which also failed to resolve the hematoma. The patient was immediately taken to surgery for repair of the artery and evacuation of the hematoma. Following surgery, the patient continued to bleed and another hematoma formed where the previous hematoma had been evacuated. A lower external doppler study was performed and a 3.3 x 11.4 cm hematoma was noted in the right groin and some free hemorrhage was also noted. The patient was returned to surgery and the hematoma was evacuated. The hematoma appeared to be mostly venous. No active bleeding was seen and the area which was sutured from the previous day looked good. The patient's pt/ptt was elevated and was treated with medication and a transfusion of platelets. Two days post procedure, the patient was ambulated bedside and became unresponsive and later went into respiratory arrest. The patient was placed on a ventilator for 24 hours with unstable vital signs and expired the following day. The patient had dnr status. The patient was in end-stage renal disease, was on dialysis, and was hospitailized earlier in the year for hypertension and an intracranial hemorrhage. The patient's death is not attributed to the use of vasoseal.